Event description:
It was reported that a malfunction occurred on the pump while the customer was changing the cartridge. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information to reset the pump, and after the reset, the malfunction code did not recur. The customer was able to continue using the pump and was advised to contact support if any further issues arose.